Event description:
A catheter ¿problem¿ was reported. A revision to splice the catheter was discussed. No revision had taken place. No additional information was known by the reporter. Further follow-up is being conducted to obtain patient/device information and additional details regarding the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information later received reported that the patient¿s pump will be moved from the front to the back on (B)(6) 2015. They will also be changing to a 20 ml pump, so that it fits more comfortably in the patient¿s back end area. Per the reporter they are moving the pump because the patient was struggling with near constant swelling around the pump and the hcp feels that this placement will work better for the patient. There was no catheter issue, the hcp was just wondering how to best disconnect and re-connect the catheter without losing any patency.

Manufacturer narrative:
Product ID: 8780, serial# unknown, product type: catheter. (B)(4).